Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unit was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment and it shows an open book alarm. The customer stated customer went to swimming on the pool. No harm requiring medical intervention was reported. The insulin pump returned for analysis.